Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a sharps container. The customer reports the clinician went to dispose of a needle, vertically throwing it into the sharps container. The used sharp did not fall down all the way into the bottom of the container and the clinician was grazed on her fifth finger with the needle. The normal hospital protocol was followed with having blood work drawn and follow up tests.

Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway, upon completion the results will be forwarded.